Manufacturer narrative:
The reported events of high pacing impedance and unacceptable threshold was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. The test for lead impedance could not be performed due to the condition of the lead as received. Visual and x-ray examinations of the partial lead did not find any anomalies except for procedural damage.

Event description:
It was reported a patient's atrial and right ventricular (rv) leads presented with high pacing impedance and high capture thresholds. The leads were explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was recovering.